Manufacturer narrative:
Manufacturing site evaluation: the biopsy forceps is in a used condition. Investigation was carried out visually and microscopically. The lower jaw part of the cut-out shows signs of damages as well as the tip of the upper jaw. The damage of the tip of the upper jaw part matches to the damage of the lower jaw part. These are signs of an unusual mechanical stress situation during application. This was most likely caused by lateral forces exerted to the handle during application. After several functional attempts, the jaw has closed again and a functional test could be carried out. The cutting performance and the movement are no longer according to the specifications valid at the time of production. The cut is frayed and the movement is neither even, nor settling. The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. One similar incident has been filed with products within this batch. Based on the information available as well as a result of the investigation the root cause of the failure is most probably related to an insufficient usage. The devices are subject to a 100% control during manufacturing process. Therefore, it can be excluded that this product has been delivered in the current condition. Nevertheless, an inspection of the products in stock has been initiated. The failure mode of this complaint could not be reproduced at the products in stock. The damage was probably caused by an overload, e.g. Leverage or torsion during handling or reprocessing. Excerpt from instructions for use (IFU): "prior to each use, inspect the product for loose, bent, broken, cracked, worn, or fractured components. Do not use the product if it is damaged or defective. Set aside the product if it is damaged."

Event description:
It was reported that there was an issue with a biopsy forceps. During a biopsy of a vaginal tumor the biopsy forceps did not close completely necessitating removal of the forceps mid-biopsy. This caused bleeding and the wound required further haemostasis. Additional information was not available. The adverse event is filed under (B)(4).